Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was completed by transferred the patient to another device. The philips remote service engineer (rse) checked system and confirmed that image storage not possible. Upon troubleshooting fse found the issue is related to disk bay. To resolve the issue fse implemented fco and replaced the disk bay order. After replacement of disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system was unable to expose. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced a hard disk in the image processing computer and returned the system to use in good working order.